Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as an infection that went into the blood stream. It was reported the patient was hospitalized for 4 days prior to death. Treatment for the infection was reported as ¿strongest bug killers they could give the patient¿. At the time of this report, it remains unreported if the patient was recovered from the peritonitis event prior to death. It was reported pd therapy was ongoing prior to death; however, the patient was not performing therapy with a homechoice device at the time of death as therapy was discontinued the morning the patient passed away. It was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.